Event description:
It was reported that during an implant attempt, the helix of the right atrial (ra) lead would not fully extend. The physician removed the elad and attempted to extend the helix, but was unable to do so. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).